Manufacturer narrative:
Over 60 years of age. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). The lesion was predilated with a 3.5x15mm non bsc device and a 3.50x28mm taxus liberte stent was advanced to the rca, however, it was unable to cross the lesion. The device was removed from the patient and it was noted that the distal stent struts were flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".